Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed that the tip is damaged and there is a pinhole in the balloon 7.5mm from the tip. There is blood present in the guidewire lumen, inflation lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.